Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828814pl) was implanted via ventriculo-peritoneal shunt and 48 hours after implantation, the physician deemed that the valve was not working properly and it was explanted. After explantation, the physician attempted to flush the valve with saline on the back table. Physician encountered much resistance when doing so. After much force distal flow was achieved. Surgeon stated they had distal flow prior to implanting but when explanted they could not get distal flow. There is a suspicion of occluded siphonguard or ruby ball was never unseated prior to implanting. Physician also noted after explanting the valve was flushed with force and distil flow was seen.